Event description:
The customer called, reporting their freestyle meter would not turn on when the button was pressed nor when a strip was inserted. The customer also reported receiving an error 4 message upon strip insertion. After resetting the meter from the error 4 message, the meter was found to be reading in the incorrect uom, reading in mmol/l instead of mg/dl. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
Complaint is confirmed. Performed investigation. Memory overwrite was observed. Found uom to be selectable and set to mmol/l. Customers and retailers have been informed through the fa16may2006 letter.